Event description:
The customer reported to baxter corporate product surveillance of an incident where the clearlink continu-flo solution set would not allow fluid to flow at the upper y-site. The facility uses the flo-gard 6201 pump. The solution bag was squeezed to initiate flow and the drip chamber was not flooded, just filled to the fill line. They were going to infuse chemotherapy. The staff was not aware that the check valve needed to be inverted and tapped, but they are now. The condition occurred during patient use. There was no patient injury or medical intervention necessary, just an inconvenience. This is report 2 of 2 of the same reported condition from this facility. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned two unused companion samples for evaluation. Visual and functional testing was performed and the reported condition was not confirmed. The samples passed slit visualization testing with an in-house becton dickinson 10ml male luer lock syringe. The syringe was applied to the clearlink y-sites and the baseline slit was detected in the samples. The samples passed fluid path occlusion testing, referee testing, and under water pressure testing at 8psi. An in-house secondary medication set (B)(4) was connected to the primary sets. The secondary set was hung assuring the height of its container and chamber are above the primary container and chamber. The purpose of this test is to check the general function of the product and the adequacy of the directions for use. A batch review was performed on the reported lot and no deviations were found. The sets worked according to the procedure and the reported condition was not detected in the samples. .